Manufacturer narrative:
A ge representative evaluated the system and found the software needed to be reloaded. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system locked up. No patient injury was reported.